Manufacturer narrative:
(B)(6). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that when a cadd-legacy® plus pump was being used by the patient outside the home, a "no disposable, clamp tubing" alarm went off. The patient removed the cassette from the pump and reattached it, and the "state of the product got back to normal". No injury was reported.